Manufacturer narrative:
Product ID, 748925 lot# serial# (B)(4), implanted: 2005 (B)(6), product type extension product ID, 7435 lot# serial# (B)(4), product type programmer, patient product ID, 3587a lot# lc1308, implanted: 2005 (B)(6), product type lead product ID, 3550-09 lot# serial# (B)(4), implanted: 2008 (B)(6), product type accessory. (B)(4).

Event description:
It was reported the patient's implantable neurostimulator (ins) was being moved from her abdomen to her hip area. It was not known why the ins was being moved. It was noted the patient's extension may have been "changed out."